Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or additional information becomes available, a supplemental report will be sent. Ref: (B)(4).

Event description:
Report received from the USA stating that the device has hose damaged. It is known that the event did not occur during surgery. It is unknown if there was any patient or user injury, surgical delay or medical intervention. No additional information available.